Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the bd 30ml syringe was loaded into the syringe module when it gave off the "unknown syringe installed" message. There was no patient involvement.

Manufacturer narrative:
Correction: medical device catalog #, medical device model #. Additional information: manufacturer narrative . Investigation summary: the reported event that syringe module gave the "unknown syringe installed" message was replicated during testing. ¿ laboratory testing was unable to replicate the reported event of not recognizing a 30ml bd syringe. ¿ the device testing replicated a similar event of not recognizing the 50ml bd syringe. ¿ asm calibration and preventive maintenance tasks were performed, both tasks were observed to have completed successfully. ¿ after the asm calibration and preventive maintenance tasks were performed, the syringe module recognized the syringes without errors. ¿ the other suspect syringe module was not returned for investigation. ¿ the event date was reported as 04 february 2025; time was not reported. ¿ the event pcu and its associated logs were not returned for investigation as well as the other suspect syringe module logs. ¿ review of the syringe module error log showed no errors o malfunctions on the reported incident date. ¿ the bd alaris¿ system with guardrails¿ suite mx user manual v12.3.1 states: the service manuals and system maintenance user manual are available from bd. System maintenance is used to perform a new device check-in, preventive maintenance tests, calibration checks, calibration, and other maintenance functions. ¿ there was no patient involvement. Note to service: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported issue, where the bd 30ml syringe was loaded into the syringe module and triggered the "unknown syringe installed" message, could not be definitively determined. However, the device testing replicated a similar event of not recognizing the 50ml bd syringe. The issue was corrected with asm calibration and preventive maintenance.

Event description:
It was reported that the bd 30ml syringe was loaded into the syringe module when it gave off the "unknown syringe installed" message. There was no patient involvement.